Event description:
It was reported that a patient's stimulator was switching from 2.5v to 2.0v without the use of a controller. The patient felt that the stimulator shut down several times. There were no patient symptoms or injuries reported. A replacement surgery for the stimulator was planned. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the device was reprogrammed several times. The patient always said the system would "shut down" after 5 minutes without using the patient programmer. It was further reported that the device was programmed to 2.5 volts and after several minutes the patient told the physician that the device "turned off while talking." An interrogation of the device showed that it was set to 2 volts. The device was not set to cycling mode and the patient was in front of the physician so it was certain that there was no possible interaction with another device or programmer. The device was explanted and replaced and the patient was receiving effect therapy.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).